Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow up, it was reported that a patient experienced a breach in aseptic technique. The breach in aseptic technique was not further described. It was reported the patient was hospitalized for thirteen (13)days due to the event. The gentamycin was administered three times a day, intraperitoneally. The vancomycin was administered every 3rd day, intraperitoneally. The patient was also treated with meropenem injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient recovered from all the events. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was done. No additional information is available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamycin (20mg, discontinued) and vancomycin (1g, discontinued) for peritonitis. At the time of this report, patient outcome and action taken pd therapy were not reported. No additional information is available.